Event description:
It was reported that the patient experienced pain "mostly all the time" and there was "protrusion" with the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.